Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On 09/26/2025, the patient experienced a hypoglycemic episode while at her workplace. At the time of the incident, her blood glucose (bg) level was measured at 30 mg/dl. Her continuous glucose monitor (cgm), a dexcom device, had been displaying a ¿brief sensor issue¿ alert for several hours prior to the event and continued to show the same message at the time she lost consciousness. Emergency medical services were called, and the patient was transported by ambulance to the emergency room. Upon arrival, she received intravenous glucose treatment. To prevent choking, she was initially given chocolate pudding, followed by a ham sandwich approximately one hour later to ensure she consumed solid food. Following treatment, her bg level increased to 130 mg/dl. She was discharged from the ER the same day. At the time of this report, the patient is doing fine. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.